Manufacturer narrative:
Evaluation of the returned ruby coil confirmed a kinked pusher assembly. If the device is advanced against resistance during use, damage such as this may occur. During functional testing, the ruby coil was able to advance through a demonstration lantern with resistance due to the kinks in the pusher assembly. The resistance experienced during the procedure could not be determined. Further evaluation of the device revealed an additional pusher assembly kink. This damage was likely incidental to the complaint. Evaluation of the returned ruby coil revealed an undamaged and a functional device. During functional testing, the ruby coil was able to be advanced through a demonstration lantern without issue. The reported complaint could not be confirmed. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2021-00919.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-00919.

Event description:
The patient was undergoing a coil embolization procedure in the hepatic artery using ruby coils and a non-penumbra microcatheter. During the procedure, while advancing and attempting to manipulate two ruby coils, the physician experienced resistance in the microcatheter, and the pusher assemblies of the ruby coils became kinked. Therefore, the ruby coils were removed, and the microcatheter was repositioned. The procedure was completed using twelve new ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.